Manufacturer narrative:
Addtl narrative: philips has investigated the reported complaint. Via remote monitoring, it was identified that there was a problem with the image storage of the allura system. As a result, exposure and fluoroscopy were not possible. The issue was identified at start up of the system, no patient was involved. A philips service engineer inspected the system onsite and confirmed the reported problem. The ippc showed two issues, it did not correctly start up at power on of the system and there was probably an issue with the image disk. The philips engineer replaced the ippc and the system has been returned to use in good working order.

Event description:
It has been reported to philips that the allura xper fd20 system indicated a fluoroscopy imaging error. The customer requested the replacement of the ippc component. No harm has been reported. Philips has started an investigation of the complaint.